Event description:
It was reported that a crack was noticed in the middle of the laser fiber during a case. The procedure was completed with another laser fiber. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. A review of the manufacturing documentation for this device revealed that there is no evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a crack was noticed in the middle of the laser fiber during a case. The procedure was completed with another laser fiber. There were no patient complications.

Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event could not be confirmed, as the fiber was not returned for analysis. Without a returned device, product analysis could not be performed. A review of the manufacturing documentation for this device revealed that there is no evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a crack was noticed in the middle of the laser fiber during a case. The procedure was completed with another laser fiber. There were no patient complications.